Event description:
It was reported that on (B)(6) 2011 at 4:00 am the patient's blood glucose level was 235 mg/dl and she experienced the symptoms of nausea and tightness in the chest. The patient was taken to the emergency room, where her blood glucose level was tested to be greater than 500 mg/dl. The patient was treated intravenously with fluids and insulin. It was reported the patient had recently had a cold and was taking (B)(6). Troubleshooting revealed no issue with the infusion set or the infusion site, the basal setting was correct and the date and time were correct. It was also determined the patient had scar tissue on the infusion sites used, and the insulin sensitivity factor setting in the pump was incorrect. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect in that she may have used an infusion site with scar tissue, and the pump isf setting was incorrect. However, as the patient suffered symptoms and blood glucose readings suggesting severe hyperglycemia and received emergency medical attention and treatment with insulin while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2011 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.